Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was completed with two proglide devices using the pre-close technique via an 8f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 16f and the aaa procedure was completed. Reportedly, the sutures did not achieve hemostasis. A cutdown was performed and hemostasis was achieved surgically. The physician stated that, in his opinion, the issue was related to the patient's special anatomy with a high bifurcation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.